Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported their insulin pump was stuck in the prime or rewind loop. The customer's blood glucose was 150 mg/dl at the time of the incident. The customer stated insulin was squirting out during the manual prime process. The customer stated insulin continues to drip after the motor stopped during the manual prime process. The customer stated they are unable to exit the preparing to prime loop. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify prime or fill anomaly due to motor error alarms.